Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the parkinson's disease patient experienced skin erosion. It was further reported the patient's implantable neurostimulator (ins) didn't break the skin yet at the time of report and instead it shined through. The cause of the event was reportedly the ins shape and difficult scaring. The ins was moved from the subclavicular to an abdominal position as a result of the event and the issue was resolved. The patient's ins remained implanted and in service at the time of report and the patient was alive with no injury. A supplemental report will be filed if additional information is received.